Manufacturer narrative:
Ocd rep provided cts with a summary of the complaint and images of the provue to the original testing and repeat testing. The listed provue has been confirmed to be used for internal validation testing at the customer's site and is not being used for patient release results. The investigation determined that the most likely root cause of this event was sample related where either the red cell antigens or the anti- igg are weak or at detection limit of the technique being used on provue.

Event description:
Ocd rep contacting cts to report of a false negative reaction for the dat (igg) test with a sample on the provue, whereas manual gel yielded 1+ and the ortho vision exhibited a ? And 1+ reaction upon repeat with agglutination noted. (B)(4).